Manufacturer narrative:
Batch review performed on 18 june 2020: lot 110832: (B)(4) items manufactured and released on 13-apr-2011. Expiration date: 2016-03-31. No anomalies found related to the problem. (B)(4) item resterilized and released on 04-feb-2016. Expiration date: 2021-01-24. No anomalies found related to the problem. (B)(4) items resterilized and released on 26-jul-2016. Expiration date: 2021-07-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event since 2016.

Event description:
The patient came in reporting pain due to a loose stem. The surgeon revised the medacta stem and head with another company's product and revised the medacta liner with a medacta liner 8 years and 3 months after primary. The surgery was completed successfully.